Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: surgeon confirmed that the fascia latae rupture is not device related. The inciddent, recorded in the zimmer biomet data base under the reference cmp-0436782 will be voided. So please disregard the report 0009613350-2018-01066 and void it. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Surgeon confirmed that the fascia latae rupture is not device related. The inciddent, recorded in the zimmer biomet data base under the reference (B)(4).will be voided. So please disregard this report and void the report 0009613350-2018-01066.

Manufacturer narrative:
Additional device information: unique identifier (UDI) # (B)(4). Concomitant medical products and therapy date: detail of product: item #: 00877001036, item name: metasul taper liner ii/36, lot #: 255596. The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation as the patient has not been revised. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Clinical study reported that a patient had a fascia latae rupture around the left hip prosthesis. There is no revision yet - it is to be determined. The surgeon has mentioned that he is unsure if the event was device related. The implants are still implanted.